Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing, which included bench handling, power cycling, functional stress testing, and on/off current testing without duplicating the customer's report. The main board was replaced as a precaution. The board was scrapped after testing. The device was recertified and returned to the customer. The battery used was not returned as part of this investigation. No trend is associated with reports of this type.